Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the internal arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 90% stenosed, moderately tortuous and severely calcified. The balloon ruptured upon 6th to 7th inflation at 10 atmospheres for 40-50 seconds. The balloon was removed with the catheter sheath.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was noted beginning approximately 8mm distal of the proximal markerband and extending approximately 4mm distally across the balloon material. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that ballon rupture occurred. The stenosed target lesion was located in the internal arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that "balloon" rupture occurred. The stenosed target lesion was located in the internal arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 90% stenosed, moderately tortuous and severely calcified. The balloon ruptured upon 6th to 7th inflation at 10 atmospheres for 40-50 seconds. The balloon was removed with the catheter sheath.